Manufacturer narrative:
On 26-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 26-sep-2017. Toothbrush heads identified as oral-b power oral care refills precision clean on 11-oct-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush heads broke / rotating mechanism gets loose and then it falls apart [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on 16-aug-2017 that he/she bought a pack of 10 oral-b brushheads, version unknown, but already 2 out of 10 had broken. The consumer elaborated that after using the brush head a few times, the rotating mechanism got loose and then it fell apart; this happened during use with an oral-b rechargeable toothbrush, version unknown. The consumer also noted that the brush heads felt different and made more noise. The scratch test was performed and nothing happened. The consumer reported that it only said oral-b on the package. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads broke / rotating mechanism gets loose and then it falls apart [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she bought a pack of 10 oral-b brushheads, version unknown, but already 2 out of 10 had broken. The consumer elaborated that after using the brush head a few times, the rotating mechanism got loose and then it fell apart; this happened during use with an oral-b rechargeable toothbrush, version unknown. The consumer also noted that the brush heads felt different and made more noise. The scratch test was performed and nothing happened. The consumer reported that it only said oral-b on the package. No symptoms developed. Relevant history: none reported. No further information was provided.